Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported from the patient line which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was not connected at the time of the alarm. This occurred during drain of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a disconnection of the patient line that led to this alarm. The caregiver (cg) stated that the line disconnected during the night and the hp was unaware of the disconnected line until the alarm sounded. Renal therapy services (rts) gave cg instructions on how to clear the error. The cg advised they would contact the peritoneal dialysis nurse for further instructions on therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.